Event description:
The patient had lost a significant amount of weight and the pump was flipping causing her discomfort. On (B)(6) 2014, a revision was done. The pump was moved from the patient¿s front to her back, the catheter was cut, and new pump connector segment was placed. The device system was delivering hydromorphone. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# j0056588r, implanted: (B)(6) 2001, product type: catheter. (B)(4).